Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, ischemia of forehead vessels in injection zone, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for belotero balance could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient (herself). She was injected with belotero balance for frontal region wrinkles correction. The reporter stated this was mixed medicine of unstabilized with stabilized. After belotero balance® treatment, the patient developed ischemia of forehead vessels in injection zone. The reporter stated that the patient had tissue blanching in medial angles of eyes with some edema. There was no pain, burning or necrosis, just ischemia of tissues around angular vein. Reportedly, the corrective treatment included injections of homotoxicologic medicines into biologically active points. The patient had step-by-step change of the condition to normally coloured skin, recovering the blood circulation in small vessels of eyelid. The outcome of the event was considered as resolving. In the opinion of the reporter, the event was possibly related to belotero balance®. Follow-up information was received on (B)(6) 2019: this case was upgraded to serious. The reporter informed she did not mix belotero balance® with lidocaine. She clarified that by mixed medicine of unstabilized particles with stabilized, she meant the mix of hyaluronic acid products in particular - stabilized and unstabilized, and that belotero formula contained both stabilized and unstabilized hyaluronic acid. Unstabilized hyaluronic acid was molecule without stabilizer and stabilized hyaluronic acid was hyaluronic acid molecules united into chains and these chains also formed certain patterns relative to one another. She further explained that each filler company used their own hyaluronic acid "weaving" configurations, which let hyaluronic acid molecules to split out gradually, as needed by the skin. When split out, a molecule became unstabilized and acted as unstabilized, i.e. For a short while, and the effect was secured because these molecules were numerous but were being built into skin as needed. Homotoxicologic medicines used as corrective treatment were clarified as products by (B)(6) and (B)(6). By biologically active points (baps), the reporter meant projections of vascular and nerve funicles on skin (points and meridians were traditional chinese medicine concepts. Baps were numerous, and every professional used their own. The reporter further informed that she was not allowed to use these techniques on patients, but was allowed to do what she believed was needed and optimal in a specific situation for herself, which produced a positive result in her case. According to the reporter, the treatment was aimed at removing excess deposits of hyaluronic acid from the lower eyelid tissue (thin skin) and to prevent the consequences of ischemia, potentially resulting in tissue fibrosis. The outcome of the event remained unchanged.

Event description:
Follow-up information was received on 17-jan-2020: the reporter informed that the patient recovered completely. Due to the provided information, the outcome of the event was changed from resolving to resolved.